Event description:
It was reported a drill bit jammed in the variable angle locking drill guide during surgery. The surgeon was repairing a distal radius fracture and while drilling, the drill bit broke and distorted the lumen of the drill guide. The surgeon was able to complete procedure with the other side of the drill guide. There was a one minute delay in surgery. There was no report of harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Based on the previously reported results of the product development investigation, additional investigation was performed to verify the adequacy of the device design, dimensional conformity and suitability for intended application of the associated variable angle drill guide used in conjunction with the subject device (1.8mm drill bit with depth, part number 310.509, lot number u196829). Investigation of the manufacturing workorders for the dill guide revealed there were no failures. The hole size of the was checked 100% in the production. The hole was made to the specification. There was no manufacturing error identified for the associated drill guide. As previously reported, the drill bit (subject device) was measured and was found to be within specifications. The complaint condition for the reported drill bit was confirmed; the device was received with a 20mm section of the tip broken off. A root cause could not be determined. The evaluation codes were added and/or corrected to reflect the evaluation results for the drill bit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: orchid unique manufactured the drill bit. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected to the synthes, incoming final sheet. No non-conformance reports were generated for this lot. Additional manufacturing dates: 3/11/14 and 3/21/14. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 310.509, lot u196829 was received with a 20mm section of the tip broken off. The driver shaft is bent 3 degrees and the proximal quick connect is worn and burred. The returned devices are used together when drilling for 2.4mm cortex screws referenced in over 10 technique guides for fragment-specific fracture fixation featured with variable angle locking plate and screw technology. The variable angle drill guide contains a significant burr on the distal side of the proximal guide hole which provides a clue that material was moved from inside the hole to the distal edge. Pin gage inspection and review of the relevant drawing provides a hole dimension of 1.85 +0.1/-0.0 reveals that a 1.85mm (minus) pin will not pass through the hole but a 1.81mm will (gp32). The drill bit was measured and found to be within specifications. This condition indicates the hole size was likely made too small during manufacturing. If the hole was made to the specified dimension, the existing wear would now have it oversized. A manufacturing error has led to this complaint and does not appear to be from method of use. This tight condition likely caused the drill bit to bind in the guide and heat buildup occurred bending and ultimately breaking the drill bit. It is likely that a manufacturing error has led to this complaint with the undersize guide hole. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.